Event description:
Per the clinic, a fistula had developed at the implant site, exposing the receiver/stimulator. The patient underwent a skin revision surgery under general anesthesia on (B)(6) 2024. The implanted device remains.